Manufacturer narrative:
H10: the device used in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of overheating and functional failure could not be confirmed. Console passed functional testing and performed as expected so a relationship between the device and reported event could not be established. The probable root cause may include obstruction of the fan ventilation slots. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other failures related to the report event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product. H6: updated codes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during use, versajet ii console device is overheating (fan part) and does not work. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.